Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a severe rash and allergic reaction from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient was prescribed benadryl and the nurse removed the lifevest. Follow up indicated that the skin irritation improved.